Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte IV catheter vialon tip collapsed during inspiration, making it "impossible to drill", and a scalpel was used "to open and insert the catheter".

Manufacturer narrative:
Investigation summary: one representative sample was returned and inspected. No abnormalities were identified in the sample. The sample was subjected to the penetration test and passed the test. A root cause could not be determined as no defects were identified. Additionally, a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Quality will continue to track and trend complaints for this product. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd insyte¿ IV catheter vialon tip collapsed during inspiration, making it "impossible to drill", and a scalpel was used "to open and insert the catheter".